Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the electrodes. The areas were described a red and itchy but with no open or broken skin. The patient's doctor advised her to remove the lv to allow the skin to breathe for a period of time and to use calamine lotion. During a follow up, the patient reported that the irritation was still present but was improving.